Manufacturer narrative:
The device is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. It was noted that the patient had an intrinsic rhythm. The device was noted to be nearing elective replacement indicator (eri), so the device was programmed aai and the physician elected not to perform any intervention until routine device replacement time. Subsequently, routine device replacement was performed. No obvious anomalies were noted under fluoroscopy. The device was explanted and replaced and the lead was surgically abandoned and replaced. No adverse patient effects were reported.